Manufacturer narrative:
Device evaluation: the sample was not returned to abbott medical optics for investigation as it was discarded by the customer. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide warnings on potential visual effects associated with multifocal intraocular lenses. These may include a perception of halos or glare around lights under night time conditions. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a female patient had tecnis multifocal lenses, model zlb00, implanted in both eyes. However, she was complaining of excessive glare, haze and vision issues. The patient wanted better near vision even though she was 20/20 in both eyes. Thus both lenses were explanted and an incision enlargement and vitrectomy were performed. She is -3 in both eyes and 2200 distance and is much happier with her replacement lens from another manufacturer. Since the lenses from both eyes were explanted, a separate MDR will be filed for each lens. This is for the lens that was in her right eye, sn (B)(4).